Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device lot was manufactured on dec 17, 2004. A product development investigation was also performed for the subject device (helical blade inserter, part number 357.372, lot number 4907444). The subject device was received and upon visual inspection it can be seen that the guide pin on the proximal end of the device has broken off and was not returned. Additionally there are hammer marks throughout the hand grip of the instrument indicating a hammer may have been used with the instrument to aid in the removal of helical blades during the instrument¿s life span. A root cause could not be confirmed; a possible cause was excessive hammering during the instrument¿s life span to insert the helical blade caused the guide pin to become bent resulting in the complaint condition. This complaint is confirmed. The helical blade inserter is part of the synthes titanium trochanteric fixation nail system. The instrument is used to aid in the insertion of the helical blade into the nail per the technique guide. The associated device drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that on an unknown date an unknown alignment pin was found broken inside a helical blade inserter. It was reported that the event had occurred during a surgical procedure; however, additional information was not available from the reporter. Based on the reported information, this event was initially determined to be a non-reportable event. The helical blade inserter was received for evaluation by the synthes manufacturer and upon investigation it was determined that the guide pin on the proximal end of the helical blade inserter had broken off and had not been returned. Based on this information, the complained event was reevaluated and was determined to be a reportable malfunction. This report is 1 of 1 for (B)(4).